Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the resistance test, measuring 1.031 ohm, which exceeds the acceptance criterion of < 0.1 ohm. No patient involvement was reported.

Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the resistance test, measuring 1.031 ohm, which exceeds the acceptance criterion of < 0.1 ohm. The failure mode was confirmed. The power filter screws were tightened and the ground resistance test subsequently passed at 0.039 ohm. The probable cause was determined to be loose power filter screws. CAPA 34 was initiated to investigate the root cause of ground test failure reference to complaint # (B)(4).